Event description:
A (B)(6) yo female with previous left sided large lacunar stroke, on plavix. She also has very significant and poorly controlled hypertension. She was found to have a 4 mm mca aneurysm. The attempted stent-coiling was done on (B)(6) 2015. Procedure complicated by coil fracture and incomplete retrieval of fractured coil. Attempted foreign body removal of a brain aneurysm coil under general anesthesia. Unsuccessful foreign body removal despite multiple attempts.